Event description:
Complaint is reportable based on analysis completed on 29-jul-2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The procedure treated the target lesion located in the severely calcified and severely tortuous mid left anterior descending artery. Pre-dilation was performed with a maverick balloon. A 2.75x16mm promus element stent was then advanced to treat the target lesion, but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, analysis of the returned product revealed that there was stent damage. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device showed that the stent moved 3mm distal of the distal markerband. Strut rows towards the proximal end of the stent were raised and misaligned. The tip and balloon sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was found to have the stent impressions and pillowing, indicating that the stent was crimped in the correct location during manufacturing. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A product mandrel was inserted through the guidewire lumen with some resistance noted. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).